Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown cardiovascular procedure on (B)(6) 2020 and suture was used. The suture was broken during continuous suturing. Further details are not provided. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 04/23/2020. Corrected information: d3,g1,g2. Additional information: d4,h4 . A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.